Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that this lead had been triggered the lead safety switch (lss) for this system due to an out of range impedance measurement. Lead testing was performed and the configuration was reprogrammed back to bipolar and the lead safety switch (lss) was reset. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).